Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4)- additional premarket/510(k) p190006.

Event description:
It was reported that the patient was given antibiotics that cleared a wound near the battery site. This happened two separate times and both times the antibiotics cleared the wounds.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4)- additional premarket/510(k) p190006. The device is not available for analysis; therefore, no physical analysis of the product could be performed. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Based on the information available, the patient was experiencing an infection in the implant site. Cause of the infection could not be confirmed therefore, an investigation conclusion code of cause not established was chosen.

Event description:
It was reported that the patient was given antibiotics that cleared a wound near the battery site. This happened two separate times and both times the antibiotics cleared the wounds.